Manufacturer narrative:
Unknown. This report is for one (1) unknown 5.0mm locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for locking screw is not provided. Patient code (B)(4) is used to capture the required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 to remove a trochanteric fixation nail (tfn) system for a conversion to a total hip replacement. The patient was initially implanted on an unknown date. Post-operatively the patient had fallen and broke her femur again. Cables were implanted to hold the bone together before removal of nail, then continued on to complete the hip replacement. During the revision the tfn nail, helical blade, locking screw and end cap were easily removed, whole and intact. There was no surgical delay. No patient harm was reported. The procedure was successfully completed. No device malfunctions occurred during the revision. The patient received a total hip replacement. Patient outcome was reported as stable. This report is for one (1) unknown 5.0mm locking screw this is report 4 of 4 for complaint (B)(4).